Event description:
Reportedly, a patient, underwent cardiac catheterization involving an impella 2.5 partial assist device. An iabp, supporting the patient prior to the pci intervention, was removed and the impella system was placed in the left ventricle. Impella support was initiated by increasing the flow rate incrementally. The rate was increased until a suction event was detected by the device and provided an alarm to the user. The flow was decreased in response to the alarm, but the device was removed as the patient developed severe intractable hypotension and bradycardia. The patient stabilized and the physician continued with successful coronary intervention including stent deployment and balloon angioplasty to the lmca. At the end of the procedure, normal coronary perfusion was noted; however, the patient remained severely hypotensive. An echo was performed which revealed pericardial effusion and tamponade physiology. A pericardial catheter was placed to decompress the effusion which resulted in instantaneous recovery of the patient's hemodynamic stability. The patient was then transferred to the operating room where a small perforation in the ventricle was identified and repaired. The patient's condition was reported to be stable at the end of the event.

Manufacturer narrative:
Evaluation, conclusions: the investigation is currently in progress. The device has been received by the manufacturer and a failure investigation is in process, but is not yet completed; therefore, no conclusions can be drawn at this time. The manufacturer will continue to investigate all reasonably obtainable sources of information and will provide results and conclusions in a supplemental manufacturer medwatch report. (B) (4).